Event description:
It was reported that the customer experienced a blood glucose (bg) level over 400 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged 3 hours later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.